Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Analysis of customer's data revealed that all inratio and reference test result comparisons did not meet accuracy criteria. Results exceeding an inr of 5.0, generally have reduced trueness, precision and linearity, both in point-of-care and laboratory based pt testing. No product is expected to be returned. Further investigation could not be performed since no strip lot info was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 6.1, lab: 5.0. Inratio: 6.1, lab: 5.29. Inratio: 6.3, lab: 5.1.